Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, multiple auto mode switch episodes were noted. The physician suspected atrial lead damage. All electrical values were in range and the physician elected to not revise the lead. The lead remained implanted. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.